Event description:
It was reported that the user experienced hyperglycemia at school after a recent supply change with a dexcom g7-integrated ilet system; no insulin occlusion alert was reported, and troubleshooting included filling the tubing only to confirm flow and then changing and filling the cannula. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impact reported. Investigation included review of available device data, which showed missing data and an ilet 401 alarm. Investigation of this case revealed no confirmed occlusion or device malfunction, and the presence of missing data limited assessment of insulin delivery and sensor-integrated control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.